Event description:
According to the initial reporter, the delivery was fine. Once the stent was deployed, it did not expand fully, even after post-dilation. They had to put in a competitive venous stent inside the cook stent to keep it fully expanded.